Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; no anomalies found; full lead returned; no anomalies found; full lead returned; no anomalies found; full lead returned. Cause of death was requested, but not received.